Event description:
(B)(4). Probably a few weeks before my conformation test I was having server pain in my right ovary an it lasted all night until the next morning I had call my dr. To let her know what was going on and if it could be the essure causing it they told me it was normal and that if it didn't stop to go to e.r. Well it stopped so didn't put much thought to it anymore. But now I have a constant pain its not crippling but I feel it. My monthly is way heavier than usual and I bleed almost all month maybe a few days where I have a break and now the past couple of months I have headaches everyday sometimes it doesn't even go away with pain pills.

Event description:
(B)(4) found out that my right one migrated behind my bowel that's what was causing the pain on my right side.